Manufacturer narrative:
Results: the 3maxc began to stretch approximately 147.0 thru 157.5 cm from the hub. The 3maxc was fractured approximately 157.5 cm from the hub. The distal fractured segment was stretched throughout its length approximately 7.5 cm and the marker band was intact. The total length of the stretched 3maxc was 165.0 cm. Conclusions: evaluation of the returned 3maxc confirmed that the catheter was stretched and fractured. If the 3maxc is retracted against resistance, damage such as stretching may occur. Subsequently, further retraction of a stretched device may worsen into a fracture. Further evaluation of the returned 3maxc revealed that the distal fractured segment was stretched throughout its length. This damage may have occurred if the distal tip became pinned during the procedure, prior to retracting the 3maxc through the jet7. This damage may have also contributed to resistance during retraction of the 3maxc. No other devices associated with the complaint was returned for evaluation. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the carotid artery using a penumbra system 3max reperfusion catheter (3maxc), penumbra system jet 7 reperfusion catheters (jet7), and a guidewire. During the procedure, the physician completed a pass using the 3maxc and the jet7. Upon retrieving the 3maxc, the physician noticed something unusual with the 3maxc, like it fractured while partially inside the jet7. Upon removal of the 3maxc outside of the patient, the physician observed that the 3maxc was fractured approximately 5cm from its distal end. The fractured 5cm of the 3maxc was not left in the patient. The procedure was completed at this point. There was no noted damage to the jet7. Additionally, there was no report of an adverse effect to the patient.